Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had no audio output during therapy (medication, programmed amount and delivery rate unknown) in the neonatal intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom of no audio, which was not confirmed or reproduced. The audio was functioning as expected on every volume setting. The measured impedance on a multimeter of 7.2 ohms for an 8 ohm speaker is to be expected, and not indicative of a failed speaker. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08680 can be removed from the FDA database.